Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. An empty winding former and used needle of product were returned for analysis. The barrel hole of the needles was examined no suture remnant was noted and slightly marks were noted on the body needles. The sutures were not received for evaluation to determine the assignable cause of the pull off suture needle; therefore, the reported failure could not be evaluated.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a nail removal procedure on (B)(6) 2018 and suture was used. The suture detached from the needle during use. There were no adverse consequences to the patient.